Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from another country affiliate. An eye care professional (ecp) reported that a pt developed central corneal opacities in the os while wearing acuvue advance contact lenses (cl). The limited information received from the ecp indicates the pt developed the corneal opacities after being switched from acuvue 2 cl. The pt began wearing acuvue advance cl in 2007 on a daily wear schedule. The pt was using a mps cl solution; the name is unknown. The ecp reported the pt experienced redness in the os and visited their eye clinic on event day. The ecp observed white turbidity in the center of the left cornea. The affiliates report stated that, "the number of opacities are less than 10. The opacities are scattered over the cornea and congestive symptom is observed in the conjunctiva." The pt was dx with spk os. The ecp prescribed fluorometholone and levofloxacin eye drops qid. The pt was instructed to stop wearing cl for one week. Bcva was unknown. The ecp reported that the pt returned to the clinic on two days later, and the corneal opacities had disappeared. The pt returned to the clinic on the following month, and the ecp reported that os redness and erosion were observed. The pt's bcva on ten days later, was 20/17. The lot number and lenses were not available from the ecp. This MDR is being reported due to the report of central corneal opacities. No additional information is expected. All MDR events are reviewed in quarterly management review meetings.